Manufacturer narrative:
B3: date of the event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was cassette not attached error. The event happened during testing.

Manufacturer narrative:
One device was returned for investigation in used condition. Visual and functional testing did not confirm the customer complaint. Without confirmation of the customer complaint, no root cause was determined. Preventative maintenance measures were carried out and the device was then tested and passed all functional tests. The service history of the reported device was reviewed, and the device had not been sent for service in the last 12 months.